Event description:
It was reported that a patient presented to emergency room (ER) due to a fall. The patient's right ventricular (rv) lead had loss of capture. A chest x-ray was performed and confirmed that the rv lead dislodged. The patient was asymptomatic. During procedure, the rv lead helix failed to extend for the reposition procedure so it was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported events of dislodgment and failure to capture were not confirmed but the event of failure to extend helix was confirmed. A complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event of helix mechanism issue was due to over torque of the inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.